Event description:
In 9/92 the dr operated on rptr's lower back. He used bars and pedicle screws to hold it for healing. This hardware started bothering rptr and soon the pain was bad. The dr then removed the hardware (12/8/93) and it became unbearable. He put him on tylenol 4. That became useless. Then he sent rptr to another dr who gave him percodan. Now they are saying he should get a morphine pump that he would have the rest of his life, all because of (rptr believes) the hardware the dr used in his spine.